Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. The ventilator was investigated on site by our field service engineer (fse) and the air gas module was replaced and sent for further investigation. The returned air gas module has been tested in a ventilator it failed the pre-use check with internal leakage, pressure transducer, o2 cell/sensor, safety valve and flow transducer tests. It was noticed that the filter of the gas module was old (from 2018) which indicates that the reported machine didn¿t receive a preventive maintenance in time. Moreover, it had couple drops of liquid and it was seen that even the filter¿s chamber had signs of vaporized liquid on it. Preventive maintenance should be performed at least once a year or after 5000 hours of operation, whichever comes first. Both nozzles, filter of the gas module and the bacteria filter should be replaced under the preventive maintenance. It was noticed as well that the nozzle had a broken feather spring. Our investigation has concluded that the reported problem was due to a defective delta pressure sensor on a printed circuit board inside the gas module due to contamination and a broken feather spring on the nozzle unit due to lack of maintenance. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The source of liquid was according to the service rapport was from a defective valve in the compressor that feeds air to the reported ventilator.

Event description:
Manufacturer's ref. #: (B)(4).